Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. A device history record review was performed for the complaint part & device lot. Part # 314.442 / lot: 3379747, manufacturing location: (B)(4), manufacturing date: 18 march 2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported, that the screwdriver broke during the surgery. No delay of the surgery was reported, patient harm and patient outcome unknown. Also unknown if any parts of the broken screwdriver felt in the patients body and if the surgeon could remove them all. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (1.5mm/2.0mm screwdriver blade self-retaining, long), part number 314.442, lot number 3379747. The subject device was returned with the complaint condition stating that screwdriver is broken at the tip. The broken part is missing. There are signs of wear and tear at the remaining part and on the surface visible. The investigation has shows that the screwdriver is broken at the tip. The broken part is missing. There are signs of wear and tear at the remaining part and on the surface visible. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The exact cause of this occurrence as no detailed clinical information is provided and not all involved parts were available. It was concluded, that a mechanical overload situation during use lead to the complained issue. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The article 314.442 with lot no 3379747 was manufactured in a quantity of (B)(4) pieces on march 2010. There were no quality problems or failures caused by a faulty product on the article. Also, there were not any other complaint for this article- and lot number combination. Therefore, the cause of failure is not due to any manufacturing non-conformances and no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.